Event description:
Caller reported a pump malfunction but confirmed no significant events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue returned.